Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause for the sub-optimal processing of patient tissue samples processed in the "[name] 9 hr breast/colon protocol" protocol consisting of 17 cassettes, which started in retort a at 21:01 on (B)(6)2023 and the "[name] 2 hour run" protocol consisting of 41 cassettes, which started in retort b at 22:31 on (B)(6)2023 was a use error, which occurred at 14:57 on (B)(6) 2023. Specifically, a user failed to complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the information available found that the instrument functioned as designed during execution of the two (2) tissue processing runs detailed above, from which sub-optimal processing of patient tissue samples would have been derived. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On 26 october 2023, the customer contacted leica biosystems and the following was documented : "under processed tissue reprocessed and then "crunchy" tissue. 2 runs affected after user pulled bottle, doing hydrometer check on lowest alcochol [sic] 66%, reset to 100% without changing reagent. Monday morning doing hydrometer checks. 1st run affected: ret b loaded (B)(6)2023 10:41pm ended (B)(6)2023 12:41am 2 hour factory xylene prog 26 samples (23 gastric, esophageal biopsies, and 3 sell blocks) tissue "mushy" , biopsies reprocessed and recut , tissue now "crispy" did not reprocess cell blocks waiting on pathologists report 2nd run affected: ret a loaded (B)(6)2023 9:02pm ended (B)(6)2023 6:02am 9 hour "breast run" customer protocol 14 samples (stomach tissue) tissue "mushy", all samples reprocessed and recut now :"crispy" and waiting on pathologists report. Reagents not changed since issues, not on instrument - not to use during last run there was an additional message that bottle 8 was pulled and changed, user noticed lowest alcohol was not below 70% so pulled and changed reagent at (B)(6)2023 1:35 am (possibly after porgram [sic] was past the lowest alcohol step?)". On 30 october 2023, the assigned local leica field application specialist - core histology tx,ok (fas) visited the complainant's site to assess the operation and function of the instrument and documented the following: "under processed tissue and over processed tissue. Bottle pull and incorrect alcohol percentage. Processor runs affected on peloris ii. Customer used hydrometer prior to calling leica. They discovered bottle 5 had been reset without changing. While onsite, I verified customer's initial findings and reviewed logs to confirm bottle 5 was used as last alcohol before xylene step on affected runs. Advised customer to change all reagents including waxes. Customer stated bottle #5 was pulled and reset without changing alcohol. Another bottle was pulled later in shift and affected run". On 02 november 2023 the fas visited the customer site and documented the affected patient tissue samples were "reprocessed on peloris". The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% except for bottle 5. The measured ethanol concentration in bottle 5 was 65% and that calculated by the instrument software was 99.9%. The fas documented that: "bottle 5 was reset without being changed. Bottle 7 highly contaminated with fat. We also discussed more frequent bottle cleaning to avoid excess fat build up...confirmed customer assessment of bottle pull." On 10 november 2023, leica biosystems melbourne received the following information provided by the complainant to the local leica field application specialist - core histology tx,ok: "the last time I spoke with customer on 02nov2023, patient samples were signed out by the pathologists." The fas confirmed that all patient cases involved in this event were diagnosable and re-biopsy of a patient(s) had not been either recommended or performed.